Event description:
It was reported the manufacturer representative stated the director of an MRI facility is stating that a woman come in with a full body surescan system ¿the other day¿ and they were under the understanding that there were no limitations for rf coils. It was reported everything was fine with the patient but states they printed off and copied a piece of marketing material showing there no are rf restrictions. It was noted the name of the document was unknown at the time of report.

Manufacturer narrative:
Concomitant product: product ID neu_label_acc, serial# unknown, product type accessory. (B)(4).